Manufacturer narrative:
One device was received with the tamper seal missing. No visual defects were noted. Per functional testing, the flow rate was too high. The complaint was confirmed. The root cause was the expulsor. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended that the expulsor get "sanded" or replaced.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump's flow accuracy was an anomaly. No patient involvement.